Event description:
A caller reported an issue with the insulin pump's gauge displaying a different amount than expected, showing +120 units instead of the anticipated 180 units. The customer was informed that any positive value is typically accurate, meaning the pump has detected at least the displayed amount of insulin, which the caller understood. No adverse impact on the customer's blood glucose level was reported as a result of this discrepancy. The caller declined to perform a suggested test to adjust the insulin estimate and was advised to contact support again if the issue continued.